Manufacturer narrative:
(B)(4). D10: 42502206802 - femur trabecular metal cruciate retaining (cr) narrow porous - 65100637 42530007102 - tibia trabecular metal two-peg porous fixed bearing right size e - 65561692 customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right knee surgery. Approximately 3 years post-op, the patient is still experiencing pain. Imaging did not reveal any issues with the implant. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; b7; d2; g1; g3; g6; h1; h2; h6. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that approximately 20 months post-op, the patient was diagnosed with synovitis and treated with nsaids and activity as tolerated. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a6; b4; b5; b7; d2; g1; g3; g6; h1; h2; h10. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified that the patient continued to have pain while standing, rom: 0-120°, and was prescribed gabapentin. Imaging showed good alignment with minimal marrow edema in the distal femur and proximal tibia around the hardware which may reflect ongoing bone healing or minimal residual stress related/reactive marrow change secondary to prior arthritic change. Moderate suprapatellar effusion and mild prominence and internal heterogeneity of the popliteal vein were also seen that could reflect flow related artifact. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.